Event description:
Implanted patient with recent fall hitting abdomen. Pain at stimulator site and intermittent shocking sensation since fall. Patient called customer service at 8:37am. She stated she fell last week and now has bruising around her implant and she is feeling a shock at times. She was told to go to the ER but wanted to speak with someone at enterra first, to see what the issue could be, and if the stimulator had to be turned off. Patient was transferred to a liaison and tech support. Fielded by (B)(6). Surgeon, she saw previously is in (B)(6), now lives in (B)(6). Has a call to a local et surgeon but is on "wait list" to be seen. She was last implanted in (B)(6); however, she now lives in (B)(6). Device was interrogated and found to be working fine. No further action planned on complaint.